Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttock, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was a guest in a hotel at the time of the event. The patient reported a blood sugar [presumed to mean a cgm value] of 300 mg/dl and self-treated with insulin. An unspecified amount of time after administering insulin, the patient experienced dizziness and confusion. The hotel medical staff performed a bg on the patient which was 20 mg/dl, treated her with dextrose and called an ambulance. The patient was transported to the hospital where her bg upon admission was 42 mg/dl. She was treated with IV glucose, IV fluids, and admitted to the hospital. The patient was released the following day with a diagnosis of hypoglycemia. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The patient was transported to the hospital where her bg upon admission was 42 mg/dl (although it was reported her cgm displayed 400 mg/dl).